Event description:
The customer stated that she was treated by the paramedics for low blood glucose levels. The customer's blood glucose reading was 77 mg/dl when the paramedics left. The customer is pregnant and wears the sensor. The customer did not recall getting any alarms prior to the low blood glucose episode. Troubleshooting revealed that the customer had received a high blood glucose alarm. However, the customer did not check her blood glucose, treat or calibrate as she was supposed to. Advised the customer on proper protocol. Also advised the customer to wear sensors for two to three days only.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.